Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during drain 4 of 5. The hp continued therapy with a manual exchange. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he did not observe any leaks or holes within the cassette or bags when the alarm had occurred. The patient stated, he is not sure what the defect was, however, he started over with new supplies and resumed therapy. There was no patient injury or medical intervention associated with this event.